Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction is likely attributed to damage to the head unit, which resulted in the presence of white dots in the image. The most probable cause of the complaint is determined to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclave camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, the white dots on the image was observed. The service repair technician indicated that the most likely cause of white dots on the image was due to damaged head unit. There was no patient involvement.